Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Review of additional information identified the patient has undergone six surgical procedures since initial screw placement. The broken screw was revised in (B)(6) of 2017 where a non-fusion was identified. No patient bone quality results available. It is unknown if the patient followed post operative physical restrictions. The root cause of the reported fracture is thought to be the result of patient related factors and a known inherent risk of device. No further investigation can be completed.

Event description:
Additional information received from patient stating patient was experiencing pain and underwent a reconstructive procedure at l4 and l5, s1 where the bone growth material did not take. It is unknown when the revision procedure occurred.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided to confirm the alleged event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union..." Post-operative warnings: '...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
As per reporter 10 days post index procedure two broken screws were noted. No revision procedure was not performed.